Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced redness and swelling at the abutment site and subsequently was administered topical antibiotics (date not reported).